Event description:
Per the audiologist, in 2007, the patient reported poor sound quality with his cochlear implant system. On four days later, the patient reported the sound quality of the cochlear implant system had decreased. Prior to original date, the patient had received medical treatment for facial cancer on the same side as the cochlear implant. Results of an integrity test done on two days prior to original date, were consistent with normal receiver/stimulator function with multiple electrode anomalies. The patient will be explanted. Explantation/reimplantation surgery had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.